Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that patient experienced endophthalmitis post cataract and vitrectomy combination surgery. Surgeon reported that usage of irrigation and aspiration tip, viscoelastics, instrument tray, handpiece, forceps, laser probe, diathermy probe and gas during the surgery. There was no information about current patient condition. Additional information has been requested but none received till date. This report pertains to two of the two patients experiencing endophthalmitis reported from same facility. This report is pertaining to ophthalmic irrigation and aspiration tip (ia tip).